Manufacturer narrative:
It was reported that a 68-year-old female patient with history of mild cardiomyopathy aortic regurgitation underwent a premature ventricular contraction (pvc) ablation procedure on (B)(6)2021 with a thermocool® smart touch® sf bi-directional navigation catheter and a decanav electrophysiology catheter and suffered cardiac tamponade (requiring pericardiocentesis) and death. Prior to transseptal puncture, the patient¿s blood pressure dropped, and pericardial effusion was confirmed by ultrasound. Pericardiocentesis was performed to drain the fluid (unknown amount) from the pericardial space. The patient was reported in stable condition. Procedure was continued. Patient required prolonged hospitalization. It was later reported that the patient expired on (B)(6)2021. Physician attributed the cause of the event to catheter manipulation either the ice catheter (type unknown) or decanav electrophysiology catheter. He feels that the ablation catheter was not related as they have constant force feedback from the catheter. With the information available, given the physician believes the issue was related to decanav electrophysiology catheter manipulation, this event is being conservatively coded and reported under the decanav electrophysiology catheter as well under the thermocool® smart touch® sf bi-directional navigation catheter since ablation therapy was performed during the case; therefore the ablation catheter cannot be excluded. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and a evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the decanav electrophysiology catheter. Per the event, several tests were performed. Magnetic, deflection and electrical features were tested and no issues were observed. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Upon product receipt, the lot # was verified to be 30419377m via electronically erasable programmable read only memory (eerom). With the lot # available the following updates have been processed: lot has been populated. Product code was also updated from r7f282ct to r7d282ct. UDI was changed from (B)(4) to (B)(4). Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: MFR # 2029046-2021-00269 for product code d134805 (thermocool® smart touch® sf bi-directional navigation catheter). For product code r7f282ct (decanav electrophysiology catheter).

Event description:
It was reported that a (B)(6) year-old female patient with history of mild cardiomyopathy aortic regurgitation underwent a premature ventricular contraction (pvc) ablation procedure on (B)(6) 2021 with a thermocool® smart touch® sf bi-directional navigation catheter and a decanav electrophysiology catheter and suffered cardiac tamponade (requiring pericardiocentesis) and death. Prior to transseptal puncture, the patient¿s blood pressure dropped, and pericardial effusion was confirmed by ultrasound. Pericardiocentesis was performed to drain the fluid (unknown amount) from the pericardial space. The patient was reported in stable condition. Procedure was continued. The irrigation for the thermocool® smart touch® sf bi-directional navigation catheter was set at 17ml/hr. The force visualization features used were graph, dashboard, vector and visitag. Visitag parameters were range of 3mm, time of 3sec and force over time (fot) of 25% and 3g. Tag index was used as coloring option. There was no evidence of steam pop during the ablation. Patient required prolonged hospitalization. It was later reported that the patient expired on (B)(6) 2021. Physician attributed the cause of the event to catheter manipulation either the ice catheter (type unknown) or decanav electrophysiology catheter. He feels that the ablation catheter was not related as they have constant force feedback from the catheter. With the information available, given the physician believes the issue was related to decanav electrophysiology catheter manipulation, this event is being conservatively coded and reported under the decanav electrophysiology catheter as well under the thermocool® smart touch® sf bi-directional navigation catheter since ablation therapy was performed during the case; therefore the ablation catheter cannot be excluded. The ice catheter is not being reported since the catheter type is unknown; therefore, it can¿t be confirmed it was a bwi catheter.